Event description:
It was reported that the patient was being transported to the MRI using the ventilator. After the patient was moved to the MRI stretcher, the ventilator had a hw alarm function display and the ventilator ceased to function. The patient was removed from the ventilator and manually ventilated with supplemental o2. At no time did o2 saturation drop or the patient appear to suffer any adverse reaction. Troubleshooting of the ventilator was unsuccessful and the patient was returned to the ICU without further issue.

Manufacturer narrative:
The field service center was unable to duplicate the reported problem. The ventilator passed an extended test run. The ventilator also passed the general test, power test, and performance testing. During the general checkout testing, the ventilator had failed the nurse call test. The power board was replaced to correct the problem that was identified during service. This power board issue was unrelated to the reported problem that the ventilator ceased to function.